Event description:
It was reported that the 5 x 200 mm armada balloon catheter was un-packaged and prepared per the instructions for use. The armada was advanced without issue to the lesion and attempted to be inflated to an unknown pressure, but the balloon would not inflate. A leak was then noted in the hub. The device was removed without issues and a non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the base of the side arm, which prevented the balloon from inflating. A search of the complaint handling database was performed and no other incidents were identified from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The cause of the hub leakage was related to manufacturing. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.